Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with pre-syncope. The right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited diminished sensing. It was also noted that the implantable pulse generator (ipg) cardiac compass had invalid data. Both the ipg and the pacing leads remain in use. No further patient complications have been reported as a result of this event.